Event description:
It was reported that noise on rv lead was observed. Noise reversion and high v rates were seen on rv lead after a generator change. The noise was replicated in clinic during isometrics. Patient is not dependent, but has degree of av block. Noise caused inhibition of pacing and therefore loss of bi-v therapy. Programming changes were made, and patient will be monitored. Patient will return to the clinic if needed. The patient was stable. Related manufacturer reference number: 2017865-2023-02559.